Event description:
It was reported that during a tlif procedure at l4-s1, the shaver head separated from the shaft when the shaver was rotated in the l5-s1 disc space. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.

Manufacturer narrative:
Visually confirmed the instrument tip was broken approximately 27mm from the tip. Microscopic examination of the fracture surface revealed a quasi-brittle angulated fracture with river lines indicative of torsional overload. Instrument tip material thickness and hardness were inspected and confirmed to be within print specification. The observations are consistent with torsional overload, resulting in the foregoing event.